Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to mixed urinary stress and urgency incontinence. It was reported that patient underwent excision of tension-free vaginal tape obturator sling, replacement with traditional tension-free vaginal tape on (B)(6) 2006 due to erosion of tension free vaginal tape obturator, vaginal bleeding, stress incontinence, cystocele. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, discomfort in vagina, and dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral stricture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in august 2005 and an unknown mesh was implanted. It was reported following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.